Event description:
The dental assistant in the operatory noticed the curing light was not working. The curing light was removed for the operatory room and brought back to the manager's desk. After the curing light was placed on the manager's desk a smell started coming from the light as well as smoke. The cover was removed and so was the battery. [Date redacted] site responded the mfg [manufacturer] has been notified. Case #[redacted] from ivoclar. Contact: [redacted]. There was no patient harm. The light had already been taken out of the operatory prior to this occurring. Manufacturer response for curing light, bluephase (per site reporter).